Event description:
It was reported that an electrosurgical unit (esu/generator) was used in colonoscopy. The account reported that during the polypectomy, the output was too high and the usual audio tones were not present. The reported mode used was endocut. The pt had some post procedural bleeding. Later on, the pt returned to the emergency room and was admitted to the hospital with a perforation. No further pt info was provided.

Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. The generator was/is within specifications and all features were/are functioning properly. Finally, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. The incident description of high output and no oscillating audio tones indicates that the esu may have been in the desired endocut mode. However, no conclusive determination as to the cause of the incident could be made. Nevertheless, the account will be instructed to ensure that the desired settings (including the mode) are selected and that all settings are confirmed prior to activation. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work is being offered to the involved staff at the hospital. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.